Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer fse found that drawer 2.1 was showing failed due to not recognizing when closed with the recover message please close drawer unable to resolve. In hardware test application hta the drawer sensor displayed the drawer as being opened even though it was locked. The device was shut down and the drawer sensor was replaced. The device was rebooted and the escort technician logged in and was able to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 failed, which located on tosh or 06. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.